Event description:
It was reported that a day after implant in the left bundle branch (lbb), this right ventricular (rv) lead appeared to have dislodged. Fluoroscopy imaging and pacing system analyzer (psa) testing were conducted, and the results confirmed lead dislodgement. A lead revision was performed, this rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.